Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s distributor reported that a patient's lifevest was making her itchy. The patient reportedly had an allergy to metals. The patient's physician provided an unknown lotion to treat the irritation. The medical outcome of the irritation is unknown.